Event description:
It was reported that this implantable pacemaker device was surgically repositioned due to dislodgement. The device remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.